Event description:
It was reported that the patient presented for the implant procedure. It was noted that during the procedure the right ventricular (rv) lead exhibited pacing problem. The rv lead was replaced and procedure continue with new rv lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of no lv output and inadequate capture were not confirmed. A completed lead was returned in one piece. Visual inspection, x-ray examination and electrical testing found no anomalies.

Manufacturer narrative:
The reported events of no lv output and inadequate capture were not confirmed. A completed lead was returned in one piece. Visual inspection, x-ray examination and electrical testing found no anomalies.